Event description:
As the physician was deploying the device into the aneurysm, the coil prematurely detached. The coil was contained within the aneurysm and further coils were placed without incident to complete the procedure. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device misuse that contributed to the reported event. As the device was not available for examination it is not possible to determine the definitive cause of the reported event. It is most likely that operational context was the cause of the reported event.

Event description:
As the physician was deploying the device into the aneurysm, the coil prematurely detached. The coil was contained within the aneurysm and further coils were placed without incident to complete the procedure. There was no reported clinical consequence to the patient.